Manufacturer narrative:
(B)(4).

Event description:
The pump contained fentanyl. The hcp added another drug to the fentanyl, possibly marcaine. The pt had "3 big red streaks" after her previous refill. The streaks turned "white" and eventually resolved. The pt had another pump refill on (B)(6) 2011. The hcp inserted the needle to perform the refill, and "fluid came pouring out." The refill was stopped. The pt went for an ultrasound on (B)(6) 2011. The ultrasound revealed fluid around the pump. The hcp then performed a dye study. The catheter "was fine" and dye went through the length of the catheter into the spine normally. Some dye was noted around the circumference of the pump. The fluid was checked for glucose. The fluid sample glucose level was 236; the pt's blood glucose level was 132. X-rays of the pump were taken, the results were not known by the reporter. The pt experienced a spinal headache. The pt was "stuck about 8 times" and fluid was "leaking" from all 8 sites. The hcp used "sodium nitrate sticks" on each injection site to stop the fluid from leaking. As of (B)(6) 2011, the red streaks had returned. The injection sites were very red, itchy and irritated. The sites were open again and leaking. The area around the pump was swollen. The pt was very concerned about infection. The pt's next refill was 2 months from the date of this report. Additional information has been requested from the hcp, but was not available as of the date of this report.